Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt noticed that the "ok" button was difficult to push several weeks ago whereas the other buttons work w/o any difficulties. The pt reported no cuts in the keypad, that it felt like something was loose under the keypad, there was no water exposure, and no cleaning products were used on the pump.